Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported "during the intubation of the patient, the light was not working anymore. During the pre-test / control, the light was working properly. It seems there was an issue with the connection at the level of the plastic part under the blade." The intubation was performed using a glide system (laryngoscope video system with screen for visual control of intubation). No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "during the intubation of the patient, the light was not working anymore. During the pre-test / control, the light was working properly. It seems there was an issue with the connection at the level of the plastic part under the blade." The intubation was performed using a glide system (laryngoscope video system with screen for visual control of intubation). No patient injury reported.